Event description:
Patient was receiving total parental nutrition via PICC line. Nurse attending the patient noted fluid was leaking down the pump and onto the floor. The IV pump channel was opened and fluid was noted to have leaked inside. There was no leaking at connection of tubing to PICC hub.